Manufacturer narrative:
Taper ii. (B) (4). Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of obstruction as follows: "obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."

Event description:
Pt called to report that the lap-band device "had not been sutured into place and it slipped which starting cutting the stomach." The product remains implanted. F/u results: the device was effective at first, however, later the pt experienced complications, including increased restriction and an obstruction, that required deflation of the band. This was not effective and through radiography the treating physician noticed that barely any dye passed at all and an obstruction was clearly present. Therefore, the treating physician un-buckled (based on the swelling and edema at the site) the band and left the lap-band system in place. The treating physician mentioned that it appeared that the band had not been sutured in place during the initial placement surgery by another surgeon. At this time, the device remains implanted and the pt will meet with the physician again to discuss treatment options. This event is being reported because allergan's approach to compliance is to resolve all doubt in favor of reporting.